Event description:
It was reported that an ilet pump user experienced an inability to fully insert the cartridge and later received an unable to proceed error during fill tubing while the tubing was disconnected, requiring a complete supply change; the event involved the tubing component and was consistent with a complete blockage during setup. Symptoms included hyperglycemia, with a reported blood glucose of 233 mg/dl without symptoms. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during the process, with a medical device problem of complete blockage involving the tube component. The user was guided through a full supply change, after which blood glucose returned to range. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.